Event description:
During a laparoscopic super cervical hysterectomy the tip of the device broke off into the pt's cervix. The piece was retrieved through the trocar. The case was completed with a second device, with no pt consequence.